Manufacturer narrative:
Investigation outcome: the customer reported that after a successful pre-operation check, the t1 alarmed with exhalation obstruction and low minute volume on the patient, after which the patient was transferred to another ventilator and ventilated successfully. Log review does not confirm an event on 28-feb-2026; instead, the closest complaint-like alarm clusters occurred on 26-feb-2026, with repeated combinations of exhalation obstructed, low minute volume, vt low, high peep, disconnection on patient side, and inspiratory volume limitation, and a later similar retest sequence on 03-mar-2026 that resolved without logged technical fault . Based on the logs and the t1 manuals, the most probable root cause is a transient expiratory path obstruction, which may have involved the breathing circuit and/or occlusion of the expiratory valve bleed port . No technical fault or persistent internal device error was identified, and the ventilator later passed leak test and calibration checks. The complaint is therefore best assessed as no confirmed device malfunction, with the most probable cause being a transient expiratory obstruction condition. This case is considered as closed.

Event description:
"Ventilator passed pre-op checks, put on patient...alarm evident "exhalation obstruction - low minute volume". Staff changed patient to different vent (drager v800)...patient ventilated ok. Retrieved spare t1 ventilator, passed pre-op, transferred patient to this t1 ok. Staff checked first t1 (B)(6) again, put on a test lung...initially didn't ventilate properly but resolved after 5 minutes and ventilated ok." No health consequences or impact. The case has not been reviewed yet by hamilton medical ag. Therefore, the failure description could not be confirmed yet.

Manufacturer narrative:
Hamilton medical ag ref nr: (B)(4).